Event description:
It was reported that the patient was experiencing an increase in seizures. The device was found to be at ifi - yes. It was reported that the physician believes the increase in seizures is a result of the generator battery wearing down. It is unknown whether or not the increase in seizures is above the patient's pre-vns baseline frequency. The patient was referred for generator replacement. No known surgical interventions have been performed to date.

Event description:
It was reported that the patient underwent prophylactic generator replacement. The explanted generator was discarded by the explanting facility; therefore, no product analysis can be performed.